Event description:
On site visit confirmed faulty led on a roller pump, following a complaint.

Manufacturer narrative:
Internal inspection reveals liquid ingress damage that affected main motor board and led connector. Device is beyond economical repair. Roller pump replaced.